Event description:
The patient reported the dentist recommended to cease remote orthodontic treatment due to the complexity of the dental case. Specifically, occlusion on the right molars, class ii on the left, mild mandibular crowding with moderate maxillary crowding, overjet ranges from 0-4mm, #7 is end to end, and minimal overbite. Additionally, narrow maxilla with several posterior teeth in crossbite. The dentist recommends ceasing remote orthodontic treatment and need to be monitored closely to prevent irreparable damage to the dentation. Patient initials: (B)(6). Dob: (B)(6) 2008. Gender: female.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.